Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint is confirmed based on the customer provided photo, which displays the tip's damage of the scorpion¿ needle, knee. However, without the return of the device for physical evaluation, the most likely cause can be attributed to user error of the device due to excessive force being used during firing to pass the needles through thick or hard tissue or hitting bone with the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 09/21/2023, it was reported by a sales representative via (B)(4) that an ar-12990n knee scorpion needle tip broke. Right before closing the patient, the broken needle was noticed at the end of the case. Following a fluoroscopy image, the needle was located in the back of the knee, possibly in the soft tissue. The surgeon opened the medical posterior portal to allow access and retrieved the needle from the soft tissue. An x-ray confirmed that the tip of the needle was completely removed. This was discovered during a right knee meniscus root repair procedure on (B)(4) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.